Event description:
According to the reporter, when the catheter was inserted, it was found that the catheter was not tight, and the luer adapter at the venous end of the catheter was oval. It was also stated that luer adapter was detached. There was a leak at the exit site. There was no cleaning agent used on the device. Tego was not utilized the catheter was repaired. The insertion site was treated prior to product placement. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, when the catheter was inserted, it was found that the catheter was not tight, and the luer adapter at the venous end was oval and detached. It was stated that there was a leak at the exit site. It was also observed that the venous end was inconsistent with the arterial segment and there was a leakage from the water pumping experimental port on the device prior to use. There catheter was not repaired and tego was not utilized. There were no other defects/damage found on the product where the leak was observed. There was no cleaning agent used on the device. The insertion site was treated prior to product placement. There was no excessive force used on the device. There were no other product used with this device. As a remedial action, the catheter was replaced with the same lot number on the same day. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, when the catheter was inserted, it was found that the catheter was not tight, and the luer adapter at the venous end was oval and detached. It was stated that there was a leak at the venous exit site. It was also observed that the venous end was inconsistent and the arterial segment and there was a leakage from the water pumping experimental port on the device prior to use. There catheter was not repaired and tego was not utilized. Flushing was done prior to use. There were no other defects/damage found on the product where the leak was observed. There was no cleaning agent used on the device. The insertion site was treated prior to product placement. There was no excessive force used on the device. There were no other product used with this device. As a remedial action, the catheter was replaced with the same lot number on the same day. There was no blood loss and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one catheter with a deformed venous luer adapter. The venous luer adapter was oval shaped instead of circular and the adapter could not be connected to other devices. It was reported that the luer adapter was leaking, cracked or broken, and there was a dimension/connection issue with the luer adapter. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. It was also reported that the luer adapter detached from the extension tube. The reported issue could not be confirmed. The most likely cause could not be established from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.